Event description:
The subject device was used during a laparoscopic transverse colectomy. The probe of the device was broken and fell off inside the patient. The probe tip was remained in the patient body. There was no patient injury reported without this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was no scratch on the probe at the broken position. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus couldn't conclusively determine the exact cause of this issue. The instruction manual of sonosurg mentions warning and caution. If any abnormality (appearance, sound, smell, or output) or malfunction is observed while using the device, stop using it. Replace with a spare device and contact olympus immediately.